Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their patient programmer was not working. Patient said when they went to turn the programmer on yesterday, the screen lit up, but nothing else came up on the screen, so they had to use their recharger to shut 'it' off (agent understood stimulation). Today, with fresh batteries, the screen was not even powering on. An email was sent to the repair department to replace the programmer. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: concomitant product ID 97740 lot# serial#(B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
"Section d updated". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their patient programmer was not working. Patient said when they went to turn the programmer on yesterday, the screen lit up, but nothing else came up on the screen, so they had to use their recharger to shut 'it' off (agent understood stimulation). Today, with fresh batteries, the screen was not even powering on. An email was sent to the repair department to replace the programmer. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97740 serial# (B)(6) product type programmer, patient h3: analysis of the 97740 programmer(ptm) (s/n (B)(6)) revealed that front case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.